Event description:
On (B)(6) 2009, the pt reported that 2-3 weeks ago the down button of his infusion device began working intermittently and he is unsure if the up button works properly. He switched to his backup infusion device. He stated that the button does not "click" when pressed. He stated that the infusion device has not been dropped or exposed to water. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.